Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the labeling on the box containing the pulse generator did not give clear information about the leads that were compatible with it. The device was mistakenly implanted with a unipolar epicardial lead. The device was explanted and replaced on (B)(6) 2014.